Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and then manifested by an increased white blood cell (wbc) count twenty-five days after onset. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unknown date during hospitalization, the patient began treatment with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and fortaz intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was discontinued twenty-nine days after onset and the peritoneal dialysis catheter was removed. Two days after discontinuation of peritoneal dialysis therapy, the patient began hemodialysis therapy and approximately six and one half weeks later, peritoneal dialysis therapy was restarted. After two days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.